Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that: after a kyphoplasty procedure, the patient experienced an allergy. Testing was done and found that the patient was allergic to anesthesia, not pmma. The patient went to urgent care and is said to be "fine now". The action taken to treat the allergy was not available. The procedure was completed successfully. No further information was reported.